Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was removed from service due to a patient infection. The lead remains implanted; explant is being considered.